Manufacturer narrative:
Additional information was added to the following fields: d6a: implant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to results of defibrillation threshold (dft) tests being high. It was clarified that the patient was under amiodarone medication. An implantable cardioverter defibrillator (ICD) system was implanted instead. This electrode was surgically abandoned, therefore, is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to results of defibrillation threshold (dft) tests being high. It was clarified that the patient was under amiodarone medication. An implantable cardioverter defibrillator (ICD) system was implanted instead. This electrode was surgically abandoned, therefore, is not expected to be returned for analysis. No further adverse patient effects were reported.